Event description:
It was reported that during a right hemicolectomy and low anterior resection for colorectal cancer, the patient has double cancer. The surgery started from low anterior resection. The dissection was tried with a 45mm 3 times due to the patient¿s extremely low position and narrow pelvis. It was immediately dehiscence when the anastomotic device was inserted during reconstruction. The procedure was changed to a hartmann because re-cutting was not possible. (The original plan was to use 3000, but pcee45 was prepared, it took time to adjust the cutting line, and it took three times. The doctor hesitated to use a new 3000 because of poor visibility and there was a possibility that of intestinal damage, and they did not specifically reserve the product.) It was used on rectum. The cartridge color was gold. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4) date sent 10/24/2025 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information: the patient is 60 years old, male. Gst45d was used three times for resection. The intestinal wall was torn when cdh25p was inserted during anastomosis and low anterior resection. The stump was closed with 3-4 stitches and stoma was placed. Transitioned from low anterior resection to hartmann's operation. The doctor's opinion is the intestinal wall below the staple line was torn. The visibility was poor and there was a possibility of damage at the stapler tip. Additional information was requested, and the following was obtained: "was the procedure completed in an open or laparoscopic fashion? The procedure was performed via open surgery. What was the patient¿s gender? Male. What was the patient¿s bmi? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were any other stapling devices considered for use, including the contour? If so, why or why not? No other stapling devices were considered. Were there any patient tissue factors that may have contributed to the dehiscence of the tissue? The patient had a very narrow pelvis and the transection site was low, which may have contributed. Were there any staple formation issues noted within the transactional lines of the rectum? Staple formation was not problematic during initial formation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.